Event description:
This pacemaker was explanted and returned because of reported non-capture and no sensing in the atrium. Note: this pacemaker was implanted in 2003 and explanted a few hours later on the same day.